Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the evacuator broke outside of the patient during use. No medical intervention reported.

Event description:
It was reported that the evacuator broke outside of the patient during use. No medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product catalog number is unknown, the wound drain product ifus are found to be adequate based on past reviews. The device was not returned.